Event description:
The customer stated architect ipth results are falsely elevated compared to another method. A patient generated an architect ipth result of 111.5 pg/ml but was 71.2 pg/ml on the siemens method. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Assay performance was evaluated three different ways. Accuracy testing was completed using lot 01712a000 to evaluate the assay performance, following both the routine and stat mode. The testing met acceptance criteria. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a (B)(6) bias, it correlated well against the roche module e170. Four other assays were also evaluated against the e170 and all correlated well. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. The trend review identified normal complaint activity. The ticket search identified normal complaint activity for likely cause lot 01712a000. No malfunction or product deficiency was identified for this issue. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified. The customer was refered to the limitations of the procedure section in the architect ipth package insert for further information.